Event description:
(B)(4) this started with stabbing abdominal pains, memory fog, dizzy spells, and spinal pain. I had to stop working. I thought everything was just my back. Then I had bowel bleeding. My doctor just treated me for hemorrhoids. Bled more but I ignored it. Kept complaining about stabbing pains. Obgyn blamed it on ovarian cysts and refused to look at the clips. My mental health got worse. I had hot flashes and cold sweats. My body hurt all over. I found out I had hypothyroidism. I finally decided to take my life back. I saw my doc and asked for referrals. I had a CT scan to find out where the clips were. The report said that 4 clips were present. I didn't think it looked right. Then I saw an allergist. Found out I'm allergic to nickel. According to cooper surgical there is nickel in the silicone. After finding all this out; I went to see my obgyns again. I always felt like someone was taking a dagger and stabbing me. I also have had bowel problems. I begged my obgyn for a reversal or tubes out. I wanted them out of my body. I knew they were the problem after all my appointments and research. They agreed to take my tubes out. Surgery was on (B)(6) 2016. They found 2 clips on one tube. The other tube had nothing on it. It looked like it had been cut and burned. They found the 3rd clip buried deep in my pelvis. Fourth (4th) clip was no where to be found. So I was ordered an xray. They instantly had a tech look at it and send it straight to my doc. The clip is in/near my bowel. If I would of ever been told that the filshie clips could fall off and go where they want; I would of never gotten them.